Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This MDR is for the first device reported, for the second device reported refer to section h10.

Event description:
The user facility reported that the angio-seal device was used on a patient who was known to have a severely calcified lesion near the puncture site. The assembly could not be inserted into the artery and nearly kinked when slight force was applied. The device was then replaced with another angio-seal device; however, the same problem occurred with the second device. The second device was therefore replaced with another angio-seal device to continue the procedure. Subsequently, hemostasis was successfully achieved by the third device. The procedure performed was hemostasis. The blood loss was less than 250cc. The physician commented that although it was known that the device was not suitable for the lesion, the physician determined that the device was able to be used based on years of experience. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 7 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 7 mm. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Without a sample, no definitive conclusion can be drawn as to the cause of the alleged failure that the user experienced. Based on the information given, the exact root cause of the event cannot be determined. As it was reported that the device was deployed in a calcified vessel, it is possible that vessel conditions could have impeded with device insertion, however this could not be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).